Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose level was 290 mg/dl which was addressed with manual injection. Customer reported that the last alarm could not be cleared. Customer reverted to manual injections and insulin pens for insulin therapy.